Event description:
Caller reported a cgm error 42 related to g7 sensor. There was no adverse impact to the customer¿s blood glucose level. Caller initially planned to reset the pump at a later time on their own but followed instructions from technical support to complete a successful pump reset. This resolved the issue, and the customer was able to start the sensor session without further errors.